Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be confirmed. However, based on event log files, replaced the x-ray tube and performed filament calibration. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system made a "popping" sound when making x-rays. The system had to be rebooted to continue case. There was no report to pt injury.